Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a ¿cassette not attached properly¿ alarm. There was no patient involvement.

Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Evidence found in event history log shows the reported alarm was displayed multiple times. Service history identified the complaint was not related to a previous service of the device within the review period. The reported problem was duplicated during functional testing. The investigation determined the cause of the issue was a contaminated downstream occlusion (dso) sensor. The dso sensor was replaced.